Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended adn put back into service.

Event description:
The customer reported that the system had power, but no display, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.